Event description:
The care giver (cg) of the home patient contacted the baxter technical service representative (tsr) to get assistance with ending therapy so they can go to the hospital. The tsr assisted the cg to end the therapy. The home patient's nurse stated that the patient had peritonitis but could not give any additional information. The patient is currently performing peritoneal dialysis therapy with no problems.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. This event involves three baxter products. This medwatch is being submitted for the third of those three products.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.